Manufacturer narrative:
.

Manufacturer narrative:
Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(6) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(6) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(6) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(6) market. A corrective and preventive action has been instituted; the investigation is ongoing.

Event description:
Additional information was provided that the patient also experienced hyperemia. An anterior chamber irrigation was performed. The symptoms recovered. Clinical judgment of the inflammation was considered to be infectious due to the symptoms being aggravated by the steroidal treatment.

Event description:
An ophthalmologist reported endophthalmitis following an intraocular lens (iol) implant procedure. The product was not returned because it still remains implanted in the patient's eye. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was returned for analysis and remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
Additional information was provided that the patient experienced pain and blurred vision, hypopyon and was hospitalized. The patient was treated with injections, medication and a vitrectomy was performed. Symptoms improved and the patient was discharged from the hospital.

Manufacturer narrative:
Product evaluation: product history records were reviewed and the documentation indicated the product met release criteria. The manufacturing investigation has not identified a root cause to date. There have been no other complaints reported in the lot number.